Manufacturer narrative:
One smiths medical medfusion 3500 pump was returned for analysis with a cracked top case at the front corner,o-ring missing on the left case and with the barrel clamp tapered spring without specification. Event log history was performed and indicated that there was an acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the customer's reported problem was not duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm/background test alarm/. It was not specified whether this occurred during infusion or interrupted therapy. No patient consequences were reported. No adverse effects were reported.